Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 6.1 and 6.2 on main was failed. A field service engineer released all pockets to clear debris and foreign objects, reseated all cables and connections for half height smart drawer and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 6.1 was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.